Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, white particles in the shell and crease fold. Cloudy in the gel observed, after autoclave cycle. Creases are observed, but have no relationship with manufacturing. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.